Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead revealed a loss of capture during product testing. A chest x-ray was performed and confirmed that the ra lead had dislodged. A lead revision was performed and the lead was repositioned. At this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.